Event description:
Procedure: spinal fusion with the installation of hardware it was reported that on an unknown date, the patient was presented with neck pain. X-rays revealed a bad disc in patient's lower back. On the patient underwent spinal fusion surgery with the installation of hardware. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced severe back pain. The surgeon ordered more x-rays taken and assured the patient that his pain would decrease but that it would take time for him to heal. The patient continued to follow up with the surgeon until mid-2013. The patient continues to suffer from constant pain that has rendered him largely immobile.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.